Manufacturer narrative:
Concomitant product(s): product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis of the recharger found that there was a broken connector pin in the cable assembly. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the desktop charger (dtc) connector pin was bent. It was also reported that the patient programmer (pp) had corrosion in the battery compartment. The patient mentioned that the stimulation did not work and they had not used it in 6 months. They thought this was what caused the corrosion in the pp. Additional information was received from a manufacturer representative (rep). An overdischarge was alleged. The rep stated the patient had been charging using the physician recharge mode (prm). They tried to interrogate with the clinician programmer and the message was that the battery was discharged and should be charged. They then attempted to charge normally which did not work. The rep stated the patient was eventually able to get the ins recharger (insr) to communicate in normal charging. The patient told the rep that they had it charged up to 100% and then it depleted to 0% within a few hours. The patient was going to continue charging the battery but it looked like it would be replaced as it was not holding a charge for very long. No patient complications were reported as a result of this event.